Event description:
It was reported that after implanting a new lead and same device due to a previously reported issue with a previously implanted right ventricular lead, loss of capture was exhibited on the right ventricular channel resulting in asystole. Technical services (ts) was contacted but there was no algorithms to explain the loss of capture. A possible connection issue was suspected. Due to the device longevity decreasing a device replacement was scheduled due to suspected premature battery depletion. The physician opened the device pocket to examine the header, and no connection issues were identified. A new device was implanted with the same lead and no further issues were seen. This device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The device was expected to be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that after implanting a new lead and same device due to a previously reported issue with a previously implanted right ventricular lead, loss of capture was exhibited on the right ventricular channel resulting in asystole. Technical services (ts) was contacted but there was no algorithms to explain the loss of capture. A possible connection issue was suspected. Due to the device longevity decreasing a device replacement was scheduled due to suspected premature battery depletion. The physician opened the device pocket to examine the header, and no connection issues were identified. A new device was implanted with the same lead and no further issues were seen. This device was expected to be returned for analysis. No adverse patient effects were reported.